Manufacturer narrative:
Concomitant products: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: catheter.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative regarding a patient who was receiving dilaudid [20 mg/ml] at a dose of 6.5 mg/day via an implantable pump for non-malignant pain and lumbar radiculopathy. It was reported on (B)(6) 2017 that the patient hit the pump on a doorknob last fall (from (B)(6) 2017) and the site had bothered the patient ever since. The patient just noticed it through the skin about a week ago (from (B)(6) 2017) and there was pump pocket erosion. The sutureless connector had eroded through the skin where it was connected to the pump. An image of the sutureless connector eroding through the skin was submitted and shows redness and discharge at the erosion site. The image also shows a lateral scar, bruising, and scabbing around the pump pocket area. Surgical intervention occurred as action taken to resolve the issue; the pump and catheter were removed on (B)(6) 2017 due to the risk of infection of having the catheter exposed through the skin. Cultures were sent from the pump pocket and cerebrospinal fluid (csf) samples. It was reported that the cultures were just sent on (B)(6) 2017 and the results would take several days. It was indicated that at the time of the report the issue was resolved and the patient status was "alive - no injury" (note this is conflicting with the report that surgical intervention occurred). The pump and catheters were completely explanted and would not be returned as they were discarded. They were not replaced at the time but would be replaced in the future. No further complications were reported. The patient medical history was asked and would not be made available due to a legal/confidential reason. The patient weight was asked and would not be made available due to a legal/confidential reason. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. The patient medical history was asked and would not be made available due to a legal/confidential reason. The patient weight was asked and would not be made available due to a legal/confidential reason. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the representative on (B)(6) 2017. It was reported that the cultures were negative per the hcp's office. It was indicated that this was confirmed with the account. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.